Event description:
I had the essure placed in (B)(6) 2012 in (B)(6) medical clinic, located in (B)(6), and have been in constant pelvic pain ever since. I was given nothing but exams with inconclusive results or suggestions to take pain medicine. Received a dye test in (B)(6) 2014 to confirm blockage. I was abstinent before then. Received a biopsy in (B)(6) 2015, with a negative result.